Manufacturer narrative:
The field service representative (fsr) verified the reported issue on the centrifugal control module (ccm)display. Fsr informed that the software upgrade did not load properly the first time or a minor glitch in the software appeared. He went on a second trip to reload the software upgrade and that fixed the problem. He did not replace the unit. The fsr performed software upgrade and power switch replacement per the notice of field corrections(nfc) and performed release testing. The unit operated to manufacturer specifications and was returned to clinical use. No part was returned to the manufacturer for evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the entire display on the centrifugal control module (ccm) was lit (all segments). As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.